Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Device had scratched lcd window, cracked reservoir tube and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons were not responding and then, the insulin pump alarmed button error. Blood glucose value was 23 mmol/l; the customer had not treated as they did not have a back-up plan. The customer changed the battery and stated the buttons were working intermittently. Customer was advised to discontinue the use of the device and refer to the doctor to revert to a back-up plan. The insulin pump was replaced and returned for analysis.